Event description:
The user failed out high on one external proficiency survey sample for lipase on the cobas c501 analyzer. The initial survey result for lipase gave 135 u/l. This result was accompanied by a data flag and was reported outside the laboratory. The acceptable survey range for lipase was 22 u/l to 43 u/l. On (B)(6) 2010 the user repeated the same survey sample which yielded a lipase result of 32 u/l. There were no patient samples reported to be involved with the event. The lipase reagent lot number was 62440001. The field service representative did not find a cause for the event. He ran performance tests which were within specification.